Event description:
Information was received from a health care provider and patient via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a burning sensation over the battery whether it was on or off. When the patient moves it or moves his body in a certain way, the burning sensation goes away. All impedances were within normal range. The health care provider believes that the cause of the burning sensation has to do with battery location. The plan is to move it slightly at the patient's next surgery. The surgery is planned, but has not yet been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.